Manufacturer narrative:
Corrective and preventive actions have been established based on the root cause analysis: development and implementation of an optical inspection of the raw material (membrane). Development and implementation of a new punching process. Improvement of the packaging of the membrane rolls at the supplier. Prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by july 2017. This is the final report.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) is aware of similar complaints showing a similar malfunction. These products have been tested and during tightness test, a leakage from the de-airing port could be confirmed. Therefore maquet (B)(4) has initiated a CAPA process to address the appropriate corrective and preventive action. Meanwhile the root cause is identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 - guess of the preceding (B)(4) - is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: -the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. -the functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. -the softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane if additional information becomes available a supplemental medwatch will be submitted.

Event description:
"During priming the fluid sprayed out on the ending of the quadrox where the yellow cap was removed. Leakage from de-airing port occurred. Oxy UDI # (B)(4)." (B)(4).